Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the maverick2 monorail balloon ruptured at 5 atms on the first inflation. The lesion being treated was located in the extremely tortuous, severly calcified and 90% stenotic proximal to mid left anterior descending artery (lad). The physician's opinion is that this rupture was related to the severe calcification. The device was removed from the patient intact. The procedure was successfully completed with a different balloon. Patient status is listed as "good."